Manufacturer narrative:
Age at time of event: (B)(6) years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vessel. A 5.0x40, 75cm mustang&#10242;alloon catheter was advanced for dilation and the device was initially inflated at 24 atmospheres. Second inflation was performed at 24 atmospheres; however, during the third inflation at 24 atmospheres, the balloon ruptured after being inflated for 90 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.